Manufacturer narrative:
Device had cracked lcd window. (B)(4).

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated the blood glucose was high due to not correcting. The high blood glucose was treated with the insulin pump. Customer also reported the device had physical damage on the screen. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider's instruction. The product will not be returned for analysis.